Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 2.50mmx10mm flextome¿ cutting balloon¿ was selected for use. During procedure, dilatation was performed three times at 15 seconds each on the mid rca. During the third dilatation at 13 atm for 15 seconds, the balloon ruptured. Then, calcification was ablated using a rotablator and a stent was placed without issue. No patient complications were reported.